Manufacturer narrative:
The customer indicated that the devices were discarded. The lot number was not identified; therefore, a batch record review could not be performed.

Event description:
General report received from an international affiliate (another country) of an unspecified number of undocumented incidents occurring in the oncology unit of incompatibility with the clave. The report stated, the "clave port did not connect well with the b braun stopcock (d500). On a few occasions, the unit has noticed that the fluid delivery through the stopcock to the clave does not flow. In these cases, it was noticed that the clave was not sufficiently depressed to open the channel." Though requested, no additional information was provided.